Manufacturer narrative:
H11: internal complaint reference: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a patient complication related to a product problem with a smith+nephew device. The reported issue(s) relate to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alter the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, during a tka surgery, one (1) pro bone spike-short fell into the femoral canal during a surgical procedure while removing the pin that fixes the trial tibial plate, and the device could not be extracted. It is unknown how the procedure was performed; or if there was a delay. No further complications were reported.

Event description:
It was reported that, during a tka surgery, one (1) pro bone spike-short fell into the femoral canal during a surgical procedure while removing the pin that fixes the trial tibial plate, and the device could not be extracted. The procedure was performed, without any delay, using the same device. No further complications were reported.

Manufacturer narrative:
Internal complaint reference:(B)(4). H11: given the nature of the alleged incident, the device could not be returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation stated that, based on the information provided, the exact clinical cause of the reported adverse event could not be determined. A variation in the procedure cannot be ruled out. The retained bone spike is made of surgical-grade stainless steel. This component is intended only for external communication and is not designed or approved for implantation or long-term contact with body tissue. No data exists regarding its safety for long-term implantation. According to the report, the bone spike was retained in the patient¿s femoral canal. Because of this, we cannot rule out the possibility of small movements within the canal, migration, local tissue inflammation, or pain. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. A review of instructions for use for care, maintenance, cleaning and sterilization of smith & nephew orthopedics devices revealed that visually inspecting for damage or wear, including components in their disassembled state prior to re-assembly as well as ensuring components are re-assembled securely is indicated. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include surgical technique used or user/procedural variance. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary.

Manufacturer narrative:
Internal complaint reference: (B)(4).